Event description:
Day after we upgraded pt from a dual chamber ICD to biv ICD the chronic rv lead pace/sense impedance was out of range >2500 and rv threshold was higher than at implant. 5.0v @0.4ms. Brought pt. Back to lab on (B)(6) 2025, to check rv lead and after lead testing and removing and reinserting the rv lead all lead values were back in range. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.